Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered, as patient continued to use the pump after detecting the damage.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: patient required emergency room treatment on (B)(6) 2016 ( IV fluids, insulin via injection, food/drink)) for a blood glucose (bg) of 600 mg/dl. During troubleshooting, customer support found that the threads were stripped in the cartridge compartment - the patient had noticed the damage on (B)(6) 2016. This complaint is being reported as the patient experienced hyperglycemia, as the issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.